Manufacturer narrative:
Follow-up #1: date of submission 12/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple unexpected pump reboots. During a visual inspection of the pump, no damage was found to the pump casing, and the battery cap secured properly to the pump to maintain power. The battery cap contact dimensions measured within specifications. A power issue was not duplicated during testing. The pump case was removed, and no intermittent conditions were found on the printed circuit board. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. (B)(4).

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue with the pump. There was no indication of damage to the pump. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.